Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited left ventricular (lv) impedance measurements of greater than 2000 ohms. The lead appeared to be pacing and sensing appropriately. Troubleshooting options were discussed. The patient would be monitored to watch for impedance changes. No actions or interventions had been planned. No adverse patient effects were reported. The device remains in service.